Manufacturer narrative:
Patient sex now provided. A medtronic representative went to the site to test the equipment and found the computer required replacement. The medtronic representative replaced the computer and performed an imaging system check-out, all areas passed. The system was fully functional after the replacement of the computer.

Manufacturer narrative:
Patient information was not made available from the site. Return requested for suspect computer 07/20/2016. No parts have been received by manufacturer for analysis. On 08/02/2016 software investigation completed. Software analysis was unable to determine probable cause with the information provided. Suspect hardware issue as the reported event described the screen went blue and the technician was able to get the machine to boot successfully after removing and re-inserting the memory circuit board from the mobile view station (mvs) computer. Log files indicate an improper shut-down was detected. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system mobile view station (mvs) monitor display went blue. The imaging system was re-booted and power was getting to the system, however, it was not booting-up all the way. In trouble-shooting, the medtronic representative removed and re-inserted the hdd from the mvs computer, however, the issue was not resolved. The surgeon elected to abandon the use of the imaging system and used a c-arm to continue the procedure. In another room, the medtronic representative removed and reinserted the memory circuit board from the mvs computer, the system was able to boot properly and normal function was restored. The surgeon completed the procedure without the use of the navigation system and without the use of the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The suspect viewing station of the imaging system computer was received by the manufacturer for evaluation. Testing found that a hard drive malfunction was occurring on the computer.